Manufacturer narrative:
Customer complaint of overestimation of the device's battery longevity was not confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator. Electrical and mechanical analysis was performed which indicated normal device functionality. When automatic settings such as rate-responsive are programmed, device output adjusts to accommodate patient¿s needs affecting estimated longevity. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow up, an alert indicating that the device has reached its elective replacement indicator stage was noted on the device. However, on a previous follow up that a occurred a few months prior, the estimated battery longevity was around 1.2 years. Technical support was contacted and it was determined that the device has been running on high output and pacing rate. The longevity is normal but there was a slight overestimation of the device's longevity in the prior follow up. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.